Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with burning, redness, swelling, fever, inflammation, and pimples, under entire patch area. When the patient developed the fever, they went to see their doctor. The skin reaction had extended up to the elbow at that moment and the patient was diagnosed with cellulitis. The patient was treated with given an antibiotic injection and was given a prescription of an oral antibiotic, cephalexin 500mg 4 times a day for 10 days. The patient was prescribed another medication but could not confirm any details regarding this. The patient would have another consultation with the doctor 3 days after the last consultation. At the time of the report the patient´s arm still hurt and still had a fever. No other details were documented. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.